Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: a review of the receiving inspection (ri) for verse x25 inserter/tightener, was conducted identifying that lot number gm6464304 released in one batch. -batch1: lot qty of (B)(4) units were released on may 14, 2025 with no discrepancies supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the verse x25 inserter/tightener was stripped. No other issues were identified. A dimensional inspection for the verse x25 inserter/tightener was not performed due to post manufacturing damage. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as the mating device was not received to assess the interaction between the device, however due to observed condition it is reasonable conclude that the instrument not fully tension or tighten during the procedure. The overall complaint was confirmed as the observed condition of the verse x25 inserter/tightener would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that this was a spinal fusion for pelvic fracture on (B)(6) 2025. The pelvic fracture was fixed from l4 to iliac with the inserter. The surgeon used the inserter to try to tighten the screws, but the surgeon couldn't torque them properly. At first, the surgeon thought the threads on the setscrew had been stripped, so they replaced them, but the same thing happened with the new setscrew. After replacing the screw driver, the surgeon was able to tighten the screws properly. The surgery was completed successfully with no delay.